Event description:
Clinician (B)(6) called tech services in regard to a remote transmission with a presenting rhythm that indicated lv loss of capture. Tse recommended them to perform capturing testing and adjust thresholds as needed. No patient symptoms were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).